Event description:
It was reported that a person using the ilet experienced a hyperglycemia episode with the system displaying ¿high,¿ a fingerstick blood glucose of 384 mg/dl, and a subsequent reading of 378 mg/dl after being elevated for more than 90 minutes while using a contact detach steel infusion set; the user planned an infusion site and supply change with caregiver assistance after receiving troubleshooting and education from support. Symptoms included hyperglycemia. Outcomes included user-initiated troubleshooting and plans for an infusion set change with monitoring for glucose to trend down. Investigation included remote troubleshooting and user education focused on infusion site replacement and verification of glucose trends. Investigation of this case revealed that the cause of the high glucose was unclear, with infusion site performance considered as a potential factor but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.